Event description:
It was reported that with each pump refill more volume would be pulled out of the reservoir than what should have been as noted on the programmer. The patient was experiencing lack of pain relief. The pump contained morphine sulfate 60 mg/ml at a dose of 25 mg/day. No device troubleshooting was performed. The pump was explanted and replaced; the patient recovered without sequela.

Manufacturer narrative:
Analysis of the pump revealed a deformed pump tube in the pump head. Pump did pass patency, dispense and volume testing for accuracy. An anomaly was noted at dispense testing due to odd looking graphing during lab testing indicating a possible pump tube issue; however this did not affect accuracy of the infusion of the pump. On further analysis it was discovered that white precipitate was found on the pump tube and in the pump head compartments along with surface residue on the motor can. Pump tube leak testing was performed and it passed. The outlet side of the pump tube had a significant deformation or bend in it. This bend or deformation was concluded as the root cause for the odd looking graph. When the pump head was rotated and pushed the bolus of fluid through the tube, the bolus of fluid needed to overcome the bend in the outlet. The outlet of the tube "rocked" back and forth every time a roller was approaching and coming off of the race. The reported event of volume discrepancy was not confirmed in the lab, lab testing confirmed that the pump was dispensing accurately; however the root cause for the deformation/bend of the pump tube could not be determined.

Manufacturer narrative:
Conclusion: will be updated/corrected for this event.

Manufacturer narrative:
Catheter: model #: 8709sc, lot #: unk, implanted: unknown, explanted: unknown. The pump was returned for analysis which was not complete as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.